Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI (B)(4), serial: (B)(6), batch: a000153782 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was experiencing shocking sensation on her back. Programming was unable to solve the issue. As such, surgical intervention was undertaken, and the system was explanted.